Event description:
Pt alleges her right implant ruptured and thinks her left one is too. She started to have problems two years ago (i.e. 1994) and she had a mammogram which showed her right implant was ruptured, but they didn't tell her. Pt also alleges the med. Ctr noticed encapsulation. Her implant is down under her arm, feels like she has no muscles, both implants ache "so bad" and she has pain. Supplemental info from pt states her implants have ruptured and that was verified by a MRI. She states she is waiting removal and she had severe muscular problems in her arms and shoulder as well as muscles throughout her body. Silicone was proven by MRI to have infiltrated tissue under her arm and down her side. For the past several years she has had problems with infections of the diaphram.